Event description:
It was reported that the graftmaster stent was being used for treatment of a perforation in the mid circumflex; however, the stent delivery system could not be advanced to the perforated area. The stent implant dislodged from the balloon into the left main/circumflex and was deployed there in an unintended site. The perforation was treated successfully with several long balloon inflations of about 5/6 minutes long. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.